Event description:
Procedure type: colectomy. According to the reporter, the customer reports that the patient had a cancer of the colon transverse. Risk factor: obesity, loose weigh and diabetes. Right colectomy by laparoscopy with continuity restoration with mechanical anastomosis ileotransverse. The following is another intervention at day 10 for a peritonitis secondary post-operation of a desunion of the anastomosis. (Side) consequences: chronic acute renal insufficiency.

Manufacturer narrative:
(B)(4)